Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon was implanting a pfna and the outer sleeve/casing of the pfna blade impactor handle came loose and spins on the handle, making it difficult to get grip with. This caused a minor (2-3 minutes) delay in the surgery. Problem resolved by la arge swab was wrapped around handle to get better grip. No adverse event to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part 03.010.410, lot 2814599: manufacturing site: (B)(4). Manufacturing date: december 20, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the impactor has evidence of hammer marks on top site and the handle, but otherwise in good condition. The instrument is broken on the top site, as mentioned in the complaint description, and the circumferential laser weld is broken. There is no specific information pertaining to what has happened to this article, so based on this the exact reason for the problem cannot be determined. It is likely, however, that wear and tear from use and/or excessive force through hammer blows has led to this damage. To prevent such problems, it is necessary that worn or damaged instruments be replaced and the operator follows the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.